Event description:
It was reported that the patient had overdose like symptoms and a suspected subcutaneous infiltration during refill at 11:00 on the day of this report. The symptoms that patient experienced were; weakness, "a little confusion", and "dropped patient saturations". It was noted that the patient felt weird after the refill and the patient was transferred to the emergency room (ER) at that time. After being in the ER for 2.5 hours, it was reported that the patient's vitals were stable. The patient was "snoozing", but responsive and did remember the event. The following day, it was reported after the pump was aspirated, that there was a volume discrepancy issue, as it was found to be off by 3ml's. It was indicated that the pump had been programmed to stop mode and had been stopped for 21 hours. It was also reported that the patient "started hurting today", so the pump was restarted and a single bolus of 0.736mg of dilaudid was programmed and delivered, which was equivalent to 2 hours "worth" of drug at the daily rate, over 30 minutes. Shortly after the pump was programmed, the patient felt a "warming sensation" around her abdomen and felt "somewhat detached from her body". It was indicated that these symptoms were similar to what she had experienced yesterday, although it lasted for much shorter time duration. The patient was still in the hospital at the time of report. The outcome of the patient and event was not provided. The drugs delivered via pump were fentanyl, clonidine, baclofen, and dilaudid. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709, lot# l63764, implanted: (B)(6) 1999, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).